Manufacturer narrative:
The reported event of sensing noise was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, there were automatic mode switch (ams) and noise reversion episodes from noise over-sensing on the right atrial (ra) lead. The ra lead was explanted and replaced on 06 aug 2024. The patient was in stable condition.